Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the proximal shaft of the mapping catheter was found kinked, coming out of the packaging. The mapping catheter was replaced for the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.